Manufacturer narrative:
There was no device available for analysis. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder caused an impending distal erosion in the right corpora of the patient. The right cylinder was removed and replaced with a shorter one. The patient is fully recovered.